Manufacturer narrative:
UDI# - (B)(4)

Manufacturer narrative:
(B)(4). Concomitant medical products: oxford uni femoral md catalog #: 154601 lot #: 447847 and oxf anat brg rt md size 8 PMA catalog #: 159580 lot #: 195337. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00283 and 3002806535-2017-00285. Product location unknown.

Event description:
It was reported the patient underwent a right total hip arthroplasty. Subsequently, the patient underwent a revision seven years post-implantation due to patient allegations of pain and inability to bear weight. Attempts have been made and additional information on the reported event is unavailable at this time. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Operative reports revealed that radiographs obtained in the emergency department indicate displaced polyethylene insert in the right unicompartmental knee. There is marked right knee effusion with diffuse tenderness. Range of motion is limited. There is mild increased warmth. This is most likely due to hemarthrosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.